Event description:
Warning to people who have had the corrective eye laser surgery or to those who want the laser. Reporter had the laser surgery at eye center. Reporter's purpose in writing this is to save other pts the anguish that they have experienced from an error on behalf of the dr. Reporter had corrective eye surgery. Reporter never had any problems with the surgery. But, in march of the following year reporter called dr's office to report that they were experiencing floaters in left eye, which they described to the front office as black spots floating around. At that time reporter was unaware what floaters were and "the serious of them". Reporter was told by one of dr's employees not to worry that everyone experiences floaters. The next month reporter experienced blurring in the eye and called back to dr's office. After a checkup by dr reporter was informed that they had a detached retina and were sent to another dr right away, which informed reporter that they had a giant tear in the retina. The second dr immediately called a third dr to set up an appointment for emergency surgery. Reporter has undergone four surgeries to correct a giant tear of the retina, also their lens was removed. Reporter's vision will never be the same. Reporter was told by several doctors that they should have been seen at the first sign of a floater, especially with corrective eye surgery, that a tear in the retina would have been detected right then, and that reporter went too long without the care needed. Reporter was out of work for a year and their medical bills have been over $29,000 which reporter is still paying on. Reporter wrote a letter to dr admitting that as a practice dr feels it is important to respond to these problems as soon as possible. Dr quoted that their office has now issued a policy, that now any pt who calls in the office to inquire about floater should speak with a doctor. Reporter never heard from dr again to inquire about their eye or how they were doing. Reporter hopes this will save other pt's from the anguish and hardship that they have had to battle with.